Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower station kept failing and replacing the module did not fix the issue,the nurse was still able to login using username and password. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where the orders failed to cross. A technical support specialist (tss) manually installed the lumidigm firmware update by uninstalling the old lumidvcsvc version from programs and features, downloading the (B)(4) lumidigm update package 1.2.0.8 from the eft path and transferring it to the station, installing the updated driver, verifying in device manager that the sensor was using the latest driver, confirming that the lumidvcsvc service was properly installed and running, and finally rebooting the station to complete the update and resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.